Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had foley catheter and nurse was attempting to deflate foley when discontinued, but balloon would not deflate regardless of multiple techniques to deflate. They called urologist who attempted to pop balloon with guidewire and was unsuccessful. They needed to place suprapubic catheter to remove foley and empty bladder. They also stated there has been multiple events over the past 6 weeks with latex foley catheters from surestep trays where the balloon will not deflate and nurses have been taught to use passive deflation method along with not pre-checking of the foley balloon prior to placement. Per customer follow up received on 01apr2024, it was reported that the physical sample was given to bd representative, (B)(6). Initial reporter states there was no patient involvement, catheter but being used on a mannequin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had foley catheter and nurse was attempting to deflate foley when discontinued, but balloon would not deflate regardless of multiple techniques to deflate. They called urologist who attempted to pop balloon with guidewire and was unsuccessful. They needed to place suprapubic catheter to remove foley and empty bladder. They also stated there has been multiple events over the past 6 weeks with latex foley catheters from surestep trays where the balloon will not deflate and nurses have been taught to use passive deflation method along with not pre-checking of the foley balloon prior to placement. Per customer follow up received on 01apr2024, it was reported that the physical sample was given to bd representative, natalie. Initial reporter states there was no patient involvement, catheter but being used on a mannequin.